Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and performed a visual inspection, during which the ny16 indicator lights were found to be off. During troubleshooting, the fse checked the pdu fan tray and the dcps and discovered that the 10a fuse was damaged. The fse replaced the fuse; however, the indicator lights were still not on. The fse then replaced the pdu fan tray and the dcps and returned the defective components for analysis. The analysis confirmed that the power supplies were defective. After the replacements were completed, the system was returned to use in good working order. The failure of the pdu fan tray and the dcps can be attributed to the issues resolved in philips correction (2025-igt-bst-024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.